Event description:
It was reported that the lv lead was explanted due to dislodgement. The lv lead was unable to capture. Upon x-ray, the lead was seen to have pulled back into the body of the coronary sinus. The lv lead was replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.